Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing indicated that the conductor was intact and visual examination determined the stretching and a fracture to the chocking coil. Based on the analysis results, the damage to the shocking coil were likely induced post explant.

Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noise. The system was initially reprogrammed to primary sensing vector. It is noted that the patient's alternate vector had low amplitudes. The patient was brought in for system evaluation and the noise was reproducible so the physician elected to program the system off. Subsequently, the entire system was explanted due to these inappropriate shocks. The patient is currently wearing a life vest. No additional adverse events were reported.